Event description:
The PICC was placed at a rehab center. After approximately 10 days on indwelling, patient was transported to hospital for poor blood flow. Patient underwent ultrasound and a possible kink was identified. PICC line was removed and a tear in the catheter was observed at 16cm line. Patient fine after PICC removal and replacement.